Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had "dead pixels" that blocked part of the display. The customer stated some of the numbers on the bolus entry screen were blocked by these pixels. However, the customer stated that all areas of the touch screen were still responsive to touch. The customer's blood glucose level was not impacted. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.